Manufacturer narrative:
Complaint conclusion: after a procedure in which a mynxgrip vascular closure device (vcd) was used, there was no bleeding, and it looked like hemostasis was achieved; however, that evening a retroperitoneal hemorrhage happened to the patient. A sand bag was placed and 30 minutes after removing it, the patient's bp (blood pressure) dropped. The patient received emergency surgery and hospitalization was extended for recovery. The vcd was being used in conjunction with a 6f procedural sheath introducer following an interventional coronary procedure. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was located at a medium level and was not a posterior wall puncture. Multiple sheath exchanges were not required. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. The device was not returned for analysis. A product history record (phr) review of lot f1722904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal bleed¿ could not be confirmed and the exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. Causes include: anticoagulation and iatrogenic (e.g. When cannulating the common femoral artery for cardiac catheterization). Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1722904 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after a procedure in which a mynxgrip vascular closure device (vcd) was used, there was no bleeding, it looked like hemostasis was achieved; however, on that evening, a retroperitoneal hemorrhage happened to the patient. A sand bag was placed and 30 minutes after removing it, the patient's bp (blood pressure) dropped. The patient received emergency surgery and hospitalization was extended for recovery. The vcd was being used in conjunction with a 6f procedural sheath introducer following an interventional coronary procedure. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was located at a medium level and was not a posterior wall puncture. Multiple sheath exchanges were not required. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. The vcd will not be returned for analysis as the device was discarded by the nurse after the procedure.